Event description:
It was reported that while using the surgical fiber during a prostate procedure, the output beam began to fire intermittently at 28,774 joules of use and a decrease in tissue vaporization efficiency was observed. Gland volumes: 40 ml; time expended: 4 minutes. Outcome: no injury to the patient.

Manufacturer narrative:
Failure analysis for fiber model # 0010-2400; lot # 240a; sn (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits detritus buildup; the glass cap exhibits diversification at the output window; the metal cap adhesion location exhibits burnt glue; the fiber is protruding in metal cap. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.